Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2019 due to meshoma, mesh migration, hernia recurrence, adhesions, nerve damage, excruciating pain, fibrosis, chronic inflammation and foreign body-type giant cell reaction. No additional information is provided.